Event description:
It was reported that an Ambicor Penile Prosthesis (APP) was not inflating adequately, was not achieving full rigidity, and the pump was not inflating properly. A surgical procedure was performed to remove the APP and replace it with a Tactra device. No patient complications were reported.